Event description:
Per repair statement, the unit was alarming or red light.

Manufacturer narrative:
Per repair statement, the unit was alarming or red light. The key failure was due to gear clamps on the manifold causing the hose to be loose.